Manufacturer narrative:
A 12.1mm vticm5_12.1 lens was implanted into the patient's eye on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault and lens rotation. On (B)(6) 2021 a longer lens was implanted. The problem is resolved. The cause of the event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Patient information: unk. Date of report: unk. Common device name: product code unk. Serial number, implant date: unk. Date rec¿d by MFR: PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim# (B)(4).

Event description:
Hold for dd 2.11the reporter stated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports low vault. Attempts to obtain additional information have not been successful.